Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the device had worn bearings which caused the device to vibrate. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. A service history review was performed, and no non-conformance's were detected related to the reported condition. UDI: (B)(4).

Event description:
It was reported that prior to surgery, it was observed that the attachment device bearing was damaged. During in-house engineering evaluation, it was determined that the device failed visual (color band chipping/fading and dents and scratches), functional, and vibration assessments. It was further observed that the bearings were worn out. This event did not occur during surgery. It was unknown if there was a delay to the surgical procedure. It was reported that a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.